Event description:
This patient received two cypher stents one in the mid left anterior descending (de novo lesion) and one in the mid right coronary artery (within an isr lesion). Approximately 10 months later, the patient returned to the hospital with chest pain. A thrombus was confirmed in the mid right coronary lesion within the previously placed cypher stent. This patient was admitted to the hospital with a chief complaint of non q-wave mi (> 72 hours prior). The patient was taken electively to the cardiac cath lab, where angiography revealed a de novo, smooth, concentric, mildly calcified, total occlusion of the mid-lad and smooth, concentric, mildly calcified intent restenosis of a previous placed bare metal stent in the mid-rca (brand unknown). There was no difficulties in accessing or wiring the vessel noted. The lad lesion was predilated with a 2.0 x 12mm balloon inflated to 20 atms.